Event description:
A nurse provided add'l info that there was no pt impact/injury associated with this event.

Event description:
A surgeon reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Pt impact is unknown. Add'l info has been requested.